Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the left ventricular (lv) lead was pulled back into the coronary sinus. The physician suspected that it could have been due to the lead design. The lead remains implanted. The patient is stable. No further information is available at this time.